Event description:
It was reported by service report that the head of bed went up when pressing down-hilo was not working. No patient involvement or adverse consequences were reported. See scanned page.